Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Rep was notified by hospital that patient's distal radius was revised due to plate failure (nature of failure not reported to rep). Rep was not present for the procedure.